Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Upon investigation the downstream occlusion sensor was out of calibration causing the pump to stop delivering medication which confirms the initially reported event. This is a high priority alarm which will interrupt patient therapy. There was no patient involvement, and no patient harm reported.